Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n181909007, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine, bupivacaine, and duramorph (morphine) via an implanted pump. The concentrations and doses were unknown. The pump's indication for use (IFU) was listed as non-malignant pain and rsd/causalgia-complex regional pain syndrome. The patient heard an alarm, but could not tell if it was from the pump. She thought it might be her computer. The patient missed her refill because she was given the wrong refill date by the healthcare provider (hcp). The patient no longer had a managing provider, but the pump was replaced regardless. The event date was (B)(6) 2015 and the pump was empty. Patient symptoms were not reported. The patient already had the pump filled and replaced on (B)(6) 2015. On (B)(6) 2015, additional information was received from a healthcare provider (hcp) indicated the patient¿s pump replacement was not related to the empty pump. The pump was replaced because the home healthcare company that refills her pump contacted the healthcare provider¿s (hcp) office and notified them that the patient¿ pump would reach the elective replacement indicator (eri) in (B)(6) 2015. This information was relayed to the patient and it was decided to go ahead and replace the pump in october. End of service (eos) was in (B)(6) 2016 sometime. The patient was doing well post replacement. No further information was provided.